Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the customer reported problem of "over infusion" was not reproduced. The device was tested for flow rate testing and it delivered with an error percentage of 5.92%. A review of the event history log (ehl) revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and m2/m3 springs will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during testing in the biomedical service department. There was no patient involvement. No additional information is available.